Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported three blood glucose results of lo, which on the system indicates a result less than 20 mg/dl, on compact plus system, and a result of 119 mg/dl on nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.